Event description:
The facility reports while attempting to demonstrate the lifter two carers were attempting to lift one another from a flat bench. The spreader bar was placed centrally above one of the carers and the shoulder straps attached. However, when the carer attempted to pivot the spreader bar to allow easier attachment of the leg straps, carer inadvertently crushed the other carer with the handle end of the hanger. This was magnified when, in a panic, carer pressed the tilt button the wrong way, causing the hanger to push down even harder, as a result, the one carer has been off work for four days with bad bruising of the bladder.